Manufacturer narrative:
D1: brand name corrected. D4: UDI number corrected. E1: customer site was (B)(6) hospital. G2: report source corrected. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to infection. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was had a newly diagnosed pulmonary infection caused by patient condition. The patient passed away in the hospital on (B)(6) 2024. The type of infection was unknown. There was no reported device malfunction. The infection was not thought to be device related.